Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was losing alarm limits, the date and time got lost after the unit was shut down. There was no patient involvement.